Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (connector won't stay latched) has been confirmed. Upon investigation the monitor was unable to undergo incoming functional testing. The cause for the failure was isolated to a pinched wire in the monitor's electrode belt cable receptacle. The root cause for the pinched wire could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was connector was unable to stay latched.